Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was no longer suctioning, and patient got the system back in march. Patient used up 4 wicks trying to make the machine suction. Patient stated that the purewick accessory kit was missing the elbow connector and that was why it was not suctioning. It was noted that the patient had been using the purewick products for less than 90 days. Per sample received on (B)(6)2022, it was noted that the purewick accessory kit was returned for sample evaluation. Per additional information received via sample form on (B)(6) 2022, customer stated that the purewick urine collection system was suctioning what they thought properly but it was not. Stated that at least on seven different occasions the purewick was not suctioning, customer stated that they wasted five wicks because of this and patient experienced wound and underwent wound treatment.

Event description:
It was reported that the purewick urine collection system was no longer suctioning, and patient got the system back in march. Patient used up 4 wicks trying to make the machine suction. Patient stated that the purewick accessory kit was missing the elbow connector and that was why it was not suctioning. It was noted that the patient had been using the purewick products for less than 90 days. Per sample received on (B)(6)-2022, it was noted that the purewick accessory kit was returned for sample evaluation. Per additional information received via sample form on (B)(6)-2022, customer stated that the purewick urine collection system was suctioning what they thought properly but it was not. Stated that at least on seven different occasions the purewick was not suctioning, customer stated that they wasted five wicks because of this and patient experienced wound and underwent wound treatment.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. Intended users the purewick¿ urine collection system is intended to be operated by: ¿ user/patient ¿ caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU]. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. 1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned